Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported about 4-5 years ago when the patient had the pump replaced, the catheter fell apart inside of her. Further information was not provided.